Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio meter: 1.7; lab's meter: 2.4. Pt's therapeutic range is (2.5-3.5).